Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a syringe. The customer states that a pharmacy tech was drawing medication into a 35ml syringe. After drawing, the tech noticed a small sliver of what he thought was a piece of the syringe packaging inside the syringe. Customer states that the dimensions of the piece of paper was less than half an inch and less than a millimeter width-wise. The piece of paper was free-floating.

Manufacturer narrative:
Submit date: 3/10/2016. A device history record review could not be performed because a lot number could not be provided by the customer. A manufacturing trend for the lot could not be conducted, since a lot number could not be provided. No samples were received for evaluation. Sample analysis will be conducted if a sample is received. Since a sample was not received, sample analysis could not be conducted. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Since the reported issue could not be confirmed, root cause analysis could not be conducted and potential root causes are strictly hypothetical in nature. Potential contributing factors to unidentified matter contamination include, but are not limited to: - improper cleaning of the syringe assembly machine. - improper cleaning of the rubber tip tumbling machine. - damage to the molded barrel i.d. The 35 ml syringe assembly machine is equipped with a barrel i.d. Cleaning station prior to insertion of the rubber tip and plunger rod to ensure contaminates are not present in the barrel i.d. During assembly. The following control mechanisms are in place to prevent the occurrence and acceptance of contaminates in product by the assembly and packaging equipment. Covidien maintains material verification processes. The resin and rubber tips must pass an inspection and certification review before they are released to manufacturing for production. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly and packaging machines. Gowning and personal protective equipment requirements are defined for the manufacturing areas. Personnel are trained and certified in the operation, cleaning and maintenance of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The manufacture of the molded components is conducted within a validated process. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. Periodic inspection, including count verification, is conducted throughout the molding process. Preventive maintenance requirements are defined for the molding tools to ensure process capability is maintained. During production, the processing equipment is checked regularly to verify that the detection systems are functioning properly. Periodic requirements for equipment cleaning and maintenance are defined and documented. During manufacturing, associates visually inspect syringe assemblies to the quality inspection standard. A lot cannot be released unless it passes specification requirements. Based on the existing controls and the complaint history review, additional correction or containment activities are not warranted at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.